Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The device was returned for investigation. The evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a pump exchange on (B)(6) 2017, for suspected thrombosis and high lactate dehydrogenase (ldh). No additional information was provided.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 21.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit was returned attached to its respective pump port. The sealed outflow graft conduit was returned attached to its respective pump port, however, the bend relief was returned detached from the remaining outflow hardware. The pump appeared to have been exposed to a fixative prior to receipt. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a thrombus formation on the proximal side of the outlet stator. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. Contact marks were identified on the outlet bearing cup, suggesting that it was present while the device was supporting the patient. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated lactate dehydrogenase (ldh). Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.